Manufacturer narrative:
(B)(4)

Event description:
The customer received questionable elecsys hcg test system results for one patient sample from two cobas 6000 e 601 modules. Medwatchs involved in this event include (B)(6). The original result was >10000 u/l with a data flag from cobas 6000 e 601 module serial number (B)(4). The sample was repeated with a 1:100 offline dilution and the result was 1860 u/l. The same offline dilution was performed and repeated on analyzer cobas 6000 e 601 module serial number (B)(4). The result was 2258 u/l. The customer then programmed cobas 6000 e 601 module serial number (B)(4) to run a 1:50 dilution and the result was 15411 u/l. The customer then performed a 1:50 offline dilution and the result was 15000 u/l. The customer was unsure which result was correct. The results of 2258 u/l and 15000 u/l were reported outside of the laboratory. There was no adverse event. The reagent lot number and expiration date were requested but were not provided. Calibration and qc data was acceptable. The field application specialist did not determine specific cause and advised the customer that per product labeling, only 1:100 dilutions are valid. The customer refused a service visit to check the cobas 6000 e 601 modules.